Event description:
It was reported that during a meal bolus the insulin supply ran out and only 37% of the intended bolus was delivered on an ilet system, after which the user asked whether they could reannounce the meal for correction and was advised not to do so and to allow the algorithm to address the elevated glucose of 401 mg/dl. Customer care provided support that included advise and education regarding meal announcements. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component implicated. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.